Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. After investigation of the needle mechanism, no issues were found that would result in the unknown needle mechanism failure. The device ran for 610 pulses and was deactivated by the user.

Event description:
It was reported by the patient that the pods pink slide did not move forward indicating a needle mechanism failure. The patients blood glucose level rose to 450mg/dl while wearing the pod for 4 to 24 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.